Manufacturer narrative:
Ge rep evaluated the system and found the computer was not providing a video signal to the monitor. The computer needs to be replaced. The customer has declined repair.

Event description:
The customer reported the monitor went blank. No pt injury was reported.